Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged unresponsive keypad (numbers ramping and scroll bar moving with no input), vibrate alert, and moisture damage found on 2021. The insulin pump was received with a blank display after battery installation. Unable to perform the keypad voltage test, self test, sleep current measurement, active current measurement, the displacement test or verify unresponsive keypad and vibrate alert due to blank display. The insulin pump was cut open to perform visual inspection and heavy corrosion/moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the vibrate harness assembly and rust/corrosion on the motor and force sensor. Blank display due to heavy corrosion/moisture damage on the electronic assembly (electrical board 1 and electrical board 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing display window cover, stained keypad overlay, missing serial number label, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump was received with a blank display due to heavy corrosion/moisture damage on the electronic assembly (electrical board 1 and electrical board 2). Unable to verify unresponsive keypad (numbers ramping and scroll bar moving with no input) and vibrate alert due to the blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture and keypad anomaly. The numbers ramping or was the scroll bar moving up or down with no input from the user. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.